Event description:
The customer reported that after switching on permanently no sound and error message "error of loudspeaker". At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.